Event description:
It was reported, the camera head had possible disconnection of connecting section (image became purple). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported allegation was not confirmed. Scope mount corrosion was observed. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): warning regarding unexpected disappearance of endoscopic images or inability to unfreeze the following items must be strictly observed. There is a possibility that the endoscope image may disappear unexpectedly, or the freeze cannot be released during the examination. When the camera cable is curled up, do not pull it forcibly, but straighten it gradually. The camera cable may break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.